Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ rupture: not observed as per the investigation procedure particles and crease fold were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
A capsulectomy was performed during explant surgery.

Manufacturer narrative:
Laboratory analysis summary device photograph(s) for the device related to the reported event rupture and capsular contracture was requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported rupture and capsular contracture - baker grade IV. Device has been explanted and replaced with a non-abbvie device. This relates to the left side.

Manufacturer narrative:
Continued e1 phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.